Event description:
It was reported the center extrusion had a crack at the red locking head end. The crack runs across the middle part of the center extrusion. No one was injured. There were no sharp edges.

Manufacturer narrative:
Result - center extrusion.